Manufacturer narrative:
As of (B)(6), patient was undergoing treatment in the ICU. Inspection of the wire showed that at approximately 184 and 187 cm from the proximal end of the wire shaft, 2 important kinks were observed. Other than that, no other anomalies were observed on the wire. Tip was found to be in a good state, including the distal extremity (distal tip ball). It is mentioned in the complaint statement that when the delivery system for sapien valve (edwards sapien3 ultra resilia system s3urcm23j 23mm) was inserted along the device, resistance was felt after insertion into the body. As the delivery system advanced, it kinked, making valve deployment difficult. Review of device history records confirmed that the savvywire lot number osw-0443 had been released per specifications. The risks associated with the unfortunate event are well documented and are disclosed in the savvywire instructions for use (IFU): adverse events that may result from the use of this device include, but are not limited to: access site or vessels complications, additional surgical procedure, allergic reactions, amputation, aneurysm, angina, arrhythmia, bleeding, cardiac or vessel perforation/dissection, coronary obstruction, death, embolism, fibrillation, foreign body/wire fracture, heart block, hematoma, hypotension/hypertension, infection, kidney injury/failure, myocardial infarction, need for permanent pacemaker, pericardial effusion, pneumothorax, stroke or other neurologic event, spasm, tamponade, thrombus, valve dysfunction or complications, vasospasm, vessel occlusion, wire entrapment/entanglement, x-ray radiation exposure complications. Based on reported items, it is most likely that the savvywire got kinked by a user manipulation, this correlates with the sapien delivery system insertion resistance feedback from the user. This would be considered a usage of the device beyond the recommendations provided in the instructions for use: - if significant resistance is felt on this product, do not advance or retract it or remove it until the cause of the resistance is determined and appropriate measures are taken. Advancing with excessive force may cause damage to blood vessels, tissue, or breakage of this product. Use caution when advancing this product after deployment of the device to be used in combination. - when manipulating this product while it is inserted into the body, it must always be performed under high-resolution x-ray fluoroscopy. During the procedure, the response that occurs at the tip should be observed. [Failure to do so may result in misplacement, dissection, or perforation.] - the distal end of this product has a spiral shape. Re-forming the distal end may cause perforation, dissection, mitral valve regurgitation, pericardial effusion, cardiac tamponade, and cardiac arrest. - care should be taken in handling this product during the procedure to minimize the possibility of accidental breakage, bending, kinking, or coil breakage. Do not attempt to straighten kinks and bends. Do not insert a kinked savvywire into a catheter as this may damage the wire. If this product is damaged, additional interventions may be required. No additional actions are intended as a result of the incident.

Event description:
The device was inserted via the left femoral artery, advanced to the ascending aorta, equalized, passed through the aortic valve, and placed in the left ventricle. The pre-procedural mean pressure gradient (pg) was measured at 51. The delivery system for the sapien 23mm valve was inserted along the device, and resistance was felt immediately after insertion into the body, prompting dr. Yamamoto to take over the procedure. Dr. (B)(6) also experienced resistance and was unable to advance the system. Propofol (anesthetic agent) was used as a lubricant to facilitate insertion, but the procedure remained difficult. As the delivery system was advanced into the descending aorta, the sapien delivery system kinked, making valve deployment difficult. The procedure was continued, but around the aortic arch, dr. (B)(6) remarked, "we may have ruptured the left ventricle," raising concern for cardiac perforation. The sales in haemonetics and jll advised dr. (B)(6) that the tip of the savvy catheter was being pressed too hard against the left ventricle and recommended pulling it back, but it had already become impossible to retract. The patient's blood pressure became unmeasurable. Temporary pacing and cardiac massage were performed, and the procedure was converted to open-heart surgery. Details of the open-heart surgery remain unknown. Subsequently, the patient's blood pressure was confirmed to have returned. Dr. (B)(6) commented, "the patient's blood pressure is back, so we're okay for today. I can't say for sure if savvy was the cause." Additional information on the open-heart surgery and the patient's condition is expected to be obtained on august 4.